Manufacturer narrative:
Batch review performed on 14-feb-2020: lot 1903220: (B)(4) items manufactured and released on 18-jul-2019. Expiration date: 07.07.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a bone fracture after 1 month and half from the primary. The surgeon cabled the fracture and revised the stem, head, and liner. The surgery was completed successfully.